Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025 a physician used a venaseal closure system to treat a patient¿s right great saphenous vein (gsv). Tumescent anesthesia (tla) was not performed. Local anesthesia was utilized. No compression was utilized. The catheter lumen was flushed prior to use. The IFU (instruction for use) was followed during preparation, procedure, post-procedure. A guidewire was used for the insertion of the catheter. The vessel course was straight and the procedure was completed without problems. The vein was reported to have closed. Post-op, the patient reported mild pain above the knee. Steroids were prescribed, and some improvement was observed. Follow-up was completed in (B)(6) 2025. In (B)(6) 2026, the patient visited the hospital due to pain above the knee, and in (B)(6) 2026 reported pain at other sites (mid thigh, above the knee, and two sites below the knee). Based on echo/ultrasound examination, granuloma was suspected in 4 areas, and one site in the lower leg was resected. The patient¿s condition is reported to be stable.